Event description:
It was reported that a cartridge alarm occurred during the load sequence. Customer loaded several new cartridges to resolve the issue however the cartridge alarm kept recurring. The customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.